Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. A post deployment angiogram verified an occlusion within the common femoral artery at the manta site. Balloon inflation was applied, and flow was restored. The root cause of the occlusion requiring balloon inflation can not be determined due to the insufficient information regarding initial and deployment procedures, patient environment and conditions, and no angiograms or device submitted for investigative purposes. Therefore, the root cause remains undeterminable. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU (lbl-004 r b): accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The severity of harm is ranked as a 4 due to ballooning was applied to treat the occlusion, which covers this incident.

Event description:
It was reported that: complication - common femoral artery occlusion at the manta site. Pta balloon used. Additional information on 15nov2022: based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. Ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. A post deployment angiogram verified an occlusion within the common femoral artery at the manta site. Balloon inflation was applied, and flow was restored.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. A post deployment angiogram verified an occlusion within the common femoral artery at the manta site. Balloon inflation was applied, and flow was restored. The root cause of the occlusion requiring balloon inflation can not be determined due to the insufficient information regarding initial and deployment procedures, patient environment and conditions, and no angiograms or device submitted for investigative purposes. Therefore, the root cause remains undeterminable. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The severity of harm is ranked as a 4 due to ballooning was applied to treat the occlusion, which covers this incident.